Event description:
It was reported that during a cholecystectomy procedure, the device locked on the cystic duct. The device was removed by forcing the handles apart. Another like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.